Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eri, and 178 load procedures were documented. The connective system of the ICD was mechanically tested. The screws of the shock and pacing output had no problems. It was possible to contact leads that were inserted for test purposes in an easy, low ohm and reliable manner. The bore measurements were all within the norm, (B)(4). There was no material or manufacturing error. The memory content of the ICD was checked. The available iegms showed interferences in the ventricular channel and the ff channel. Then, the ICD's signal detection was checked and didn't show any noise problems. The ICD took applied signals without any interference. The therapy capacity of the ICD was checked. The antibradycardial output signal did not have any problems and complied with the programmed measurements. A fibrillation signal was applied and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the time for load duration was without problems. In summary, the ICD did not exhibit any problems during analysis and was, regarding the connective system and electronic, within specification. The analysis did not reveal any deviations from the specification that could have been the reason for the clinical observation. Neither the lead analysis nor the analysis of the ICD indicates any manufacturing or material defects.

Event description:
Ous MDR - after an implantation time of about 56 months, oversensing with artifacts was reported. The x-ray image suggests an externalization based on the description from the physician. No deterioration of the patient's state of health was reported. This device was explanted.